Manufacturer narrative:
(B)(4). Batch #r9516x. Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device to stop activating and display an alert screen is blade damage. Due to the condition of the device, we were unable to test for the reported tissue effect issues. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient," ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Event description:
It was reported that during a laparoscopic segmentectomy (segment 4) + wedge resection, the doctor used a harhd36 for the first half hour for mobilization and plane dissection of the liver. Then, another energy device (thunderbeat) was opened, since he thought the harmonic was not hemostatic enough. After around 45 minutes, he picked up the harmonic device again for liver tissue dissection and in the first firing, "relax pressure on patient" displayed. He removed it from the patient and a scrub nurse followed the instructions to clean the blade and activate for testing, and after testing, the error "replace instrument" displayed and the device could not be used further. Remaining operation was completed successfully using thunderbeat. Surgery was not delayed due to the event and no fragments were generated. No patient consequences were reported.